Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported leakage at the blue port on one product and at the white port on the other product during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. Visual inspection showed no anomalies. During pressure testing the set leaked at the female port of the maxzero. Closer inspection of the maxzero under magnification showed a microchannel that was allowing fluid to leak out. The root cause of the microchannel was an equipment error during the inspection and testing process.

Event description:
The customer reported leakage at the blue port on one product and at the white port on the other product during patient use. There was no patient harm.

Event description:
The customer reported leakage at the blue port on one product and at the white port on the other product during patient use. There was no patient harm.

Manufacturer narrative:
Initial reporter's contact information has been updated.

Event description:
The customer reported leakage at the blue port on one product and at the white port on the other product during patient use. There was no patient harm.